Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. It was suspected that the observation was due to the lead pulling back. The lv lead was explanted and replaced. No additional adverse patient effects were reported.